Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's ins was infected and they were currently in the hospital for debridement. It was unknown if 50% of the symptoms had been reduced. No further complications were reported as a result of this event.